Manufacturer narrative:
Batch review performed on 15-oct-2019: lot 132999c: (B)(4) items manufactured and released on 28-aug-2018. Expiration date: 2023-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device was involved in the event: liner: mpact dm 01.26.2246mhc double mobility hc liner 22.2/dmc lot. 178325 (k092265). Batch review performed on 15-oct-2019: lot 178325: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for primary hip surgery and was implanted with competitor items. The date of the primary hip surgery is unknown. Subsequently, on (B)(6) 2019, the patient came in complaining of pain and the cause of the pain was unknown. Medacta products implanted. The surgery was completed successfully. Presently, on (B)(6) 2019 (1 month after the primary), the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.